Manufacturer narrative:
This device is currently still under investigation and testing at our facility. As a result, a determination cannot be made at this time. When further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
It was reported that when turning on the dolphin ii unit, it did a self test, followed prompts, plugged everything in, hit the start button, as surgeon stated the hysteroscopy procedure the deficit started going up, took scope out, deficit went down, put scope back in, deficit went back up. The procedure was stopped, the surgeon elected to perform a laparoscopy to rule out perforation of the uterus. The procedure was completed and no perforation was discovered to the patient.